Event description:
New information received that patient presented remotely via merlin.net and noise was over sensed. Programming change was performed from unipolar to bipolar program.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise. No intervention or procedure was reported. The patient was stable throughout.